Event description:
It was reported that surgery time was extended over 30 minutes due to repeated attempts of removing and inserting the nail cap. Co considers this extension of operative tie to be an injury.